Event description:
A bipap a30-s was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device, the service technician observed visible foam particles. The device was scrapped by the service center after the evaluation was completed. Additionally, the service technician also noted the device had dead pixels on the display and error codes unrelated to the reported malfunction. The technician recommends the system board be replaced to issue the issues.